Event description:
It was reported that during post-dilatation and after implantation of three promus stents in the heavily calcified distal left circumflex artery, a coronary perforation was detected. It was noted that the perforation was due to the post-dilatation balloon catheter being oversized and not the three promus stents that were implanted. A total of four graft master coronary stent systems were advanced towards the lesion, although only two were able to cross and treat the perforation. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 3.25 x15. Guide wire: rinato. Guide cath: xb 3.5 sh (6f). Stent: promus rx 2.5 x 28 mm and 2.75 x 28 mm. There was no reported product deficiency. Perforation is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.